Event description:
It was reported that several days after an initial deep brain stimulation dbs lead implant procedure, postoperative imaging displayed that the lead had been misplaced two centimeters off from the neural target. The patient underwent a lead revision procedure where the lead was explanted and a new lead was placed at the intended target. There were no patient symptoms due to the event and no issues postoperatively. The lead was retained by the medical facility.